Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("lower abdominal area pain/abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), back pain ("back pain") and arthralgia ("hip pain") in a 22-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, allergic reaction to analgesics, migraine, add, depression, thyroid disorder and ovarian cyst. Previously administered products included for an unreported indication: mirena from 2008 to 2009. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight gain /loss") and weight increased ("weight gain /loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash pruritic ("rashes itching"), allergy to metals ("allergy to nickel"), pruritus allergic ("allergic or hypersensitivity reaction type: itching in palms in hand,back") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, menorrhagia, arthralgia, migraine, headache, depression, anxiety, rash pruritic, allergy to metals, pruritus allergic, nausea, female sexual dysfunction, vaginal discharge, fatigue, weight decreased and weight increased had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pruritus allergic, rash pruritic, vaginal discharge, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and mr was received ¿ lot number was provided. Reporter and patient demographic added. The following events were provided: genital bleeding, pruritus, apareunia, nausea, vaginal discharge, fatigue, weight gain/loss, hip pain, back pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)"), arthralgia ("hip pain"), abdominal pain lower ("lower abdominal area pain/abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse") and back pain ("back pain") in a 23-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, allergic reaction to analgesics, migraine, add, depression, thyroid disorder and ovarian cyst. Previously administered products included for an unreported indication: mirena from 2008 to 2009. Concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), rash pruritic ("rashes itching"), pruritus allergic ("allergic or hypersensitivity reaction type: itching in palms in hand, back"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain /loss") and weight increased ("weight gain /loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), allergy to metals ("allergy to nickel") and pruritus ("rashes or skin conditions type: severe itchy skin"). The patient was treated with surgery (hysterectomy (partial)/salpingectomy (bilateral removal of fallopian tubes), hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, arthralgia, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, menorrhagia, migraine, headache, depression, anxiety, rash pruritic, allergy to metals, pruritus allergic, nausea, female sexual dysfunction, vaginal discharge, fatigue, weight decreased, weight increased and pruritus had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pruritus, pruritus allergic, rash pruritic, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - in 2012: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New event rashes or skin conditions type: severe itchy skin was added and outcome was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("lower abdominal area pain/abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), back pain ("back pain") and arthralgia ("hip pain") in a 22-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, allergic reaction to analgesics, migraine, add, depression, thyroid disorder and ovarian cyst. Previously administered products included for an unreported indication: mirena from 2008 to 2009. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight gain /loss") and weight increased ("weight gain /loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash pruritic ("rashes itching"), allergy to metals ("allergy to nickel"), pruritus allergic ("allergic or hypersensitivity reaction type: itching in palms in hand,back") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). The patient was treated with surgery (hysterectomy (partial)/salpingectomy (bilateral removal of fallopian tubes),) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, menorrhagia, arthralgia, migraine, headache, depression, anxiety, rash pruritic, allergy to metals, pruritus allergic, nausea, female sexual dysfunction, vaginal discharge, fatigue, weight decreased and weight increased had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pruritus allergic, rash pruritic, vaginal discharge, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash pruritic ("rashes itching") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, migraine, headache, dyspareunia, depression, anxiety, rash pruritic and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and rash pruritic to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.